Manufacturer narrative:
Based on the information provided, review of the IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Implant part numbers and gtins: 1st (superior): ifuse implant, p/n 7050-100, lot# unknown, mfd. Unknown, exp. Unknown, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7040-100, lot# unknown, mfd. Unknown, exp. Unknown, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-100, lot# unknown, mfd. Unknown, exp. Unknown, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient complained of no pain relief following the initial procedure and wanted the implants removed. In (B)(6) 2020, the surgeon removed all three implants. No additional hardware was installed. The status of the patient following the revision procedure is not known.